Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, upon pulling it through "a lot of tissue," dilator bunched up, and the needle detached from the mesh leg and was caught inside the capio device. The procedure was completed with another uphold vaginal support system without any complications to the patient, who is reportedly "fine" post-procedure.